Event description:
Reportedly, doctor (B)(6) had a follow up with a patient, where the battery voltage drop seams to high to him for one month of use. Now the battery longevity estimate is 7-9 years. The patient had stimulation output of 3,5 v on both rv and lv, the pacing threshold is ok now, so this was decreased during this follow up as mentioned by the doctor. The doctor stated there were no episodes with high voltage therapy. The patient is enrolled in remote monitoring. The doctor sent me the battery printout attached with the question: is this behaviour of the battery normal? What could be the cause of the drop? The battery trend graph is from the period of nearly 2 years (capacitor reforming in september). Also, the pacing output of 3,5v (on rv and lv both as stated by the doctor) can lead to shotrer longevity of the device. There are however 3 sharper drops on the graph which the doctor wanted me to explain. Could you please confirm that the device battery behaviour seems to be normal? If not, what would you suggest to the doctor? What could be the reason of the voltage drops to the current state to be communicated to the doctor?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report analysis of the data dated 30 december 2025 revealed: the battery voltage is measured at 3.07v on 29 december 2025 and the longevity is estimated between 5 and 7 years according to the current programming no anomaly was noticed on the battery curve. As expected, charges induced a temporary and small battery drop based on available data, no issue is suspected on the subject device. As recommended in the manual, the battery status should be checked at each follow-up, every 3 months.